Event description:
End user advised when he takes off you hear a noise coming from the chair. End user advised lights on joystick will not turn green after charging. End user advised he thinks some part of a wheel is rubbing causing chair to slow down and speed up intermittently. End user advised seat positioning strap was hanging loose and he was under the chair attaching it back and chair just took off but no injury. End user advised chair was turned off. End user advised have a seven month old grand daughter who climbs into chair and hit power on button sometimes and has to tell her no and turn chair off. End user advised chair works now but goes slow. End user could not provide any further information.